Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to revert to manual daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.